Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a meniscal repair procedure, both implants of the fast-fix 360 suture system deployed simultaneously. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Event description:
It was reported that, during a meniscal repair procedure, both implants of the fast-fix 360 suture system deployed simultaneously. Both ts were removed from the meniscus using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information ¿b5, h6: health effect - clinical code and health effect - impact code¿.

Event description:
It was reported that, during a meniscal repair procedure, both implants of the fast-fix 360 suture system deployed simultaneously. T1 was left secure in the patient, t2 was removed using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the actuator bar stuck fully extended, a length of fractured suture and both implants t1 is fractured. A functional evaluation was performed on the returned device and found it does not cycle as designed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that a material certification of analysis is required with each lot the root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscal repair procedure, both implants of the fast-fix 360 suture system deployed simultaneously. Ts were removed using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.